Event description:
Customer stated that the enlite serter is jammed. Customer has removed the sensor from the serter. Customer will insert the sensor manually. The blood glucose reading is 450 mg/dl. Customer treated with the insulin pump. Customer stated that the serter did not release after the second button press. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.